Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had two issues with the insulin pump. It was hard for the customer to see and read the screen with or without the backlight. The screen needed to be brighter and she had to use a flashlight to see the screen. The customer had issues pressing the buttons and holding the act button to fill the cannula because she has arthritis. Customer's blood glucose level was not reported. The device was not returned.